Manufacturer narrative:
(B) (4). The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found piece of haptic torn off and missing. There was evidence of clear surgical residue. Eval conclusion: based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. (B) (4).

Event description:
The reporter stated the surgeon attempted to use a -12.0 diopter micl 12.6 lens. The surgeon was advancing the lens in the injector when he noticed the lens had torn. There was no pt contact. The reporter stated the lens was damaged by the injector. Backup lens was implanted.